Event description:
The MFR rec'd info from a third party svc ctr alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, "svc required" codes were observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issues. Device has been eval but not repaired, pending customer approval of the estimate.